Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reports according to ultrasound data, "there were signs of implant perforation with the release of the contents.' Device was explanted and replaced with non-allergan. This relates to the left device.